Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance since (B)(6) 2025 and had been trying to get him in for replacement for months. The patient required a craniotomy (not related to vns) so surgeon decided not to replace lead as to not interfere with anything in patient's neck region and would just change battery. As the surgeon was making an incision in left chest, the generator fell out as if it had not been connected to the lead. The generator had been found to have a battery of around 50-75%. A new 106 generator was connected and 3 lead impedance checks were done. Impedances were within normal limits each time. Follow up reveals that the surgeon did not have an assessment on the cause of the lead pin falling out of the generator receptacle. The explanted device has not been received by the manufacturer to date.